Event description:
Procedure: lobectomy. Reportedly, while transecting the pulmonary vessels with the stapler, the staples formed and cut; however, bleeding occurred, to prevent blood loss the surgeon applied a "ligaclip" device. The surgeon then used another stapler reload, but there was still bleeding, so the pt was opened to control bleeding. The surgeon then clamped the vessels and sutured.